Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the achieva ventilator was displaying an intermittent setting error. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien factory service technician inspected the unit and was not able to duplicate the alleged malfunction. The unit passed performance verification testing.